Event description:
The pump does not have any audible beeps. Troubleshooting performed and customer stated that pump did not beep at all when self test was performed. Customer also reported that buttons on pump have only been responding intermittently.

Manufacturer narrative:
Currently, it is unknown whether or not the devicemay have cuased or contributed to the event as no product has been returned. No conclusion can be drawn at this time.